Manufacturer narrative:
Complaint conclusion: as reported, during manipulation of the 5f 0.038¿ 100cm tempo catheter, the body of the catheter twisted and later could not be pulled out of the catheter sheath introducer (csi). Both the csi and the catheter had to be taken out together and the procedure was stopped. There was no report of patient injury. Attempts to gather further information were unsuccessful. One non sterile unit of 5f tempo 0.038 100cm bl was received coiled inside a plastic bag. Kinks were found at 24.5cm, 25.2cm and 77.5 from the catheter distal end. No other issues were found. The involved sheath introducer was not received. The catheter outer and inner diameter were measured and found within specification. Functional testing was performed. The diagnostic catheter was inserted through a 5f sheath introducer lab sample which experienced friction due to the kinks on the catheter; however, the catheter was withdrawn from the sheath introducer without any difficulty. Review of lot 17200960 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer as ¿catheter (body/shaft) ¿ withdrawal difficulty-through sheath¿ was not confirmed since, despite the catheter kinks, the functional test was performed successfully. The complaint reported by the customer ¿catheter (body/shaft) ¿ kinked/bent-in patient¿ was confirmed as the product was received with the kinks. However, the cause of the kinked conditions found on the catheter body could not be conclusively determined during the analysis. The handling and storage process may contribute to the event as reported. Controls are in place to verify the catheters for kink/bent conditions. Furthermore, the produced catheters are inspected 100% before leaving the facility. Neither, the product analysis nor the device history record review suggest that these damages are related to the design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. The gender of the patient is unknown. (B)(6).

Event description:
During manipulation of the 5f 0.038 100cm tempo catheter, it was reported that the body of the catheter got twisted and later could not be pulled out of the catheter sheath introducer (csi). Both csi and catheter had to be taken out and the procedure was stopped. There was no report of patient injury. The product will be returned for analysis.